Event description:
Biased high hb1c results were obtained on qc and patients after calibration. Patient results were not reported to the physicians. After investigation it was determined that incorrect calibration scaler values had been entered. Scaler values were corrected and lower qc results were obtained within expected laboratory ranges. Patient treatment was not altered or prescribed on the basis of the falsely elevated hb1c results. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased high hb1c results is user error. The account failed to input the correct lot specific scalers for the new lot of hb1c reagent. The falsely elevated results were caused by using the incorrect scalers and the issue was resolved by entering correct scalers, recalibrating, and verifying by qc. The hb1c method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. This feature was communicated to customers with the launch of hb1c (df105a) in the hb1c kit supplement. Siemens healthcare diagnostics inc. Issued an urgent medical device correction, communication (B)(4), in (B)(4) 2012 to reinforce instructions to customers to enter and verify scalers with every calibration of new hb1c flex(r) reagent cartridge lots and with each recalibration of the same flex lot. The instrument is performing within specifications. No further evaluation of the device is required.